Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of an essure coil / migration of essure device location of device: uterine cavity") in a (B)(6) year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera, necon and nortrel. Concurrent conditions included hypothyroidism, migraine, blood pressure high, multiple allergies, vitamin d deficiency and diabetes. Concomitant products included amlodipine from 2010 to 2017, escitalopram from 2014 to 2016, hydrocodone since 2016, ibuprofen, influenza vaccine inactivated (fluvirin), levothyroxine from 2010 to 2018, loratadine from 2011 to 2016, metformin from 2012 to 2016 and oxycodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 23 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged / heavy abnormal menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016), surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016) and surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, fatigue, arthralgia, menstruation irregular, dyspareunia, abdominal pain, back pain, abdominal distension, migraine, hormone level abnormal and vaginal discharge outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, migraine, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: events - "abnormal bleeding (vaginal), perforation (fallopian tube(s)), perforation (uterus)", reporter, historical and concomitant drug, lot number, historical condition, patient information added from pfs. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of an essure coil / migration of essure device location of device: uterine cavity") in a 37-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera, necon and nortrel. Concurrent conditions included hypothyroidism, migraine, blood pressure high, multiple allergies, vitamin d deficiency, diabetes, grand multiparity, tubal ligation (tubal ligation laparoscopic(tubal ligation laparoscopic possible)), hysterosalpingogram, occlusion carotid, abdominal pain lower, uterine fibroid and uterine fibroid. Concomitant products included amlodipine from 2010 to 2017, escitalopram from 2014 to 2016, hydrocodone since 2016, ibuprofen, influenza vaccine inactivated (fluvirin), levothyroxine from 2010 to 2018, loratadine from 2011 to 2016, metformin from 2012 to 2016 and oxycodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 23 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged / heavy abnormal menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016), surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016) and surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, fatigue, arthralgia, menstruation irregular, dyspareunia, abdominal pain, back pain, abdominal distension, migraine, hormone level abnormal and vaginal discharge outcome was unknown and the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, migraine, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmation of blocked tubes on (B)(6) 2016, fluoro hysterosalpingogram: clinical history: status post essure ligation impression: probable bilateral occlusion. On (B)(6) 2016, history of present illness: presents post-ultrasound done for pelvic pain. Ultrasound shows displaced right essure coil that is now in lower uterine segment. Left essure coil is still in place. Assessment: tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure coil") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged / heavy abnormal menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal distension, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal distension, migraine, hormone level abnormal and vaginal discharge to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported migration of an essure coil. Hysteroscopy, essure removal and laparoscopic tubal ligation were performed 4 months after insertion. This event is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of device migration was not reported. The exact location of the device was not described; it is not clear whether the insert was removed via hysteroscopy or via laparoscopy. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of an essure coil") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged / heavy abnormal menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy, essure removal and laparoscopic tubal ligation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal distension, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, migraine and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported migration of an essure coil. Hysteroscopy, essure removal and laparoscopic tubal ligation were performed 4 months after insertion. This event is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of device migration was not reported. The exact location of the device was not described; it is not clear whether the insert was removed via hysteroscopy or via laparoscopy. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.